Manufacturer narrative:
(B)(4). 510k is not populated as there are 3 versions of the v-loc device. Device code - while it was reported that a reoperation occurred, no specific problem was associated with the device by the reporter. Additional information has been requested of the account but has not of yet been received.

Event description:
According to the reporter, after an initial total laparoscopic hysterectomy for menorrhagia, the patient returned for reoperation for repair of vaginal dehiscence on (B)(6) 2016. The initial operation (tlh) was reported to have been straight forward and the patient was thin at the time.